Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor sprint drug eluting stent was implanted in the lad during the index procedure. Approximately 12 months post index procedure patient suffered stent thrombosis in the target lesion and was assessed as definitely related.